Event description:
Pt had stent placed in mid right coronary artery. Myocardial staining noticed in distal branch. Jomed stent came off of balloon while trying to advance. Unable to retrieve stent. Abrupt closure of artery iabp inserted. Pt sent to surgery and ultimately expired.